Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced, and the system performed as intended. Codes b01, c13 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon boot-up of the system and the camera did not beep and 'localizer not connected' message appeared in the application. Troubleshooting was performed. The rep removed the camera from the arm and visually inspected the network cable. The cable looked visually bent and kinked. After messing with the cable and re-positioning, they were able to establish connection for a brief moment. The probable cause was suspected to be the ethernet cable. There was no patient involvement.